Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23572.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23572.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23572. Follow-up information revealed it is unknown which lead was fractured and explanted/replaced. Therefore, both are being reported. The patient's additional model 3186 lead has been added to this event as a new device report (device 2).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
The patient had 2 leads (from the same lot) implanted a part of his scs system. It was reported the patient lost stimulation therapy approximately a year ago. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, and the leads were found to be fractured. The leads were explanted and replaced. The patient reported effective stimulation therapy postoperative.